Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed using a balance middleweight (bmw) guide wire. During the procedure, it was noted that the guide wire was unravelling at the tip. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part/lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factors that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. The investigation was unable to determine a conclusive cause tip break and stretched coils. In this case, it is possible that during advancement and/or the procedure the guide wire coils became stretched causing the appearance of a break; however, this could not be confirmed as there was limited information provided by the account. There is no indication of a product quality issue with respect to manufacture, design, or labeling.